Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was used to close recto-sigmoid colon. After insertion of a sizer, it was found that rectum was not closed and the staples were found to be malformed. The surgeon performed a purstring suture around the distal rectum and introduced the circular stapler in order to successfully perform the colo-rectal anastomosis and complete the procedure.